Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The o2 concentration control knob was broken off and non-operational. The complaint was confirmed. Root cause was attributed to the device being mishandled by the user. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced all small knobs, MRI battery, sintered filter and o'rings. Replaced cracked battery cover. Adjusted peep control valve and CPAP control to tolerance. Performed preventative maintenance, recalibrated and cleaned unit. Device passed functional testing after the completed repairs., corrected data: g2 email is: (B)(4).

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the oxygen percentage "know" was broken. Patient involvement is unknown.